Event description:
Customer reports to have experienced sensor glucose versus blood glucose differences, low and high predictions, calibration errors, threshold suspend, and change sensor alarms. Customer was able to troubleshoot with trainer (B)(6) . Customer was advised on proper calibration procedures. In (B)(6) , customer also reports to have passed out after bicycling. Emergency medical technicians were called and customer was taken to the hospital. Customer's blood glucose was 120 mg/dl. Customer states that prior to passing out, he received high blood glucose warnings from sensor of 287. Customer treated with a bolus delivery without checking meter. Customer declined troubleshooting as he states trainer did troubleshooting and determined that insulin pump was working correctly. Customer was advised to contact help line should he become concerned with any other problem. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.